Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated gi monitor result above the normal reference range generated on unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory. Subsequent testing produced lower result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Qc and system information has not been supplied to date. Service was not dispatched for this event. No clear root cause for the event has been determined to date.